Event description:
First cath PICC line inserted in left saphenous vein for home administration of antibiotics. Catheter developed a hole in it, and had to be removed. New v-cath inserted the next day.